Event description:
Customer reported issues with the insulin pump. The blood glucose reading is 491 mg/dl. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Pump received with minor scratched display window, cracked battery tube threads, broken reservoir tube lip, missing o-ring and cracked reservoir tube.

Manufacturer narrative:
Insulin pump received with minor scratches on display window, cracked battery tube threads, broken reservoir tube lip, missing o-ring and cracked reservoir tube.